Manufacturer narrative:
The device was returned for eval, and it was determined that the device was out of calibration. It was further determined that the hose and width plates showed signs of damage.

Event description:
It was reported that the air dermatome is not producing a good cut. There was no report of injury or adverse pt consequences associated with this incident.